Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient suffered from a trauma; afterwards the patient did not respond to sounds any more. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. Additionally, the reported impact might have weakened the fixation of the electrode which led to electrode mobility which further led to the observed fatigue fractures. This is a final report.

Event description:
The recipient had a trauma; afterwards the recipient no longer responded to sound. The recipient was re-implanted.